Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID 2134265-2015-09336, 2134265-2015-09337, 2134265-2015-09338, and 2134265-2015-09340. It was reported that stent damage occurred. The target lesion was located in the mid left anterior descending artery. A 32x4.00 rebel stent was advanced but was unable to cross the lesion. The device was removed and it was noted that the stent struts were pulled off and sticking up on the proximal end. A 4.0x32, 4.0x20, and 3.5x20 rebel stents were deployed and was post dilated with 4.0x30 nc emerge® balloon catheter to complete the procedure. However, after the procedure, a perforation was noted distal to the area and a balloon was used to seal the perforation. The procedure was completed. No further patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a rebel stent delivery system with stent. There was contrast in the inflation lumen and blood in the guidewire lumen. There were numerous kinks throughout the hypotube of the device. Microscopic examination and tactile inspection presented no damage or irregularities to the shafts of the device. Microscopic examination presented no damage or irregularities to the tip of the device. The balloon was tightly folded. Microscopic examination presented no damage or irregularities to the balloon of the device. Microscopic examination presented no damage or irregularities to the markerbands. The stent was secure on the balloon between the markerbands. Microscopic examination revealed that the fourth proximal row of stent struts were damaged with bent, flared, and overlapping struts. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other damage or issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID 2134265-2015-09336, 2134265-2015-09337, 2134265-2015-09338, and 2134265-2015-09340. It was reported that stent damage occurred. The target lesion was located in the mid left anterior descending artery. A 32x4.00 rebel stent was advanced but was unable to cross the lesion. The device was removed and it was noted that the stent struts were pulled off and sticking up on the proximal end. A 4.0x32, 4.0x20, and 3.5x20 rebel stents were deployed and was post dilated with 4.0x30 nc emerge&#59394;alloon catheter to complete the procedure. However, after the procedure, a perforation was noted distal to the area and a balloon was used to seal the perforation. The procedure was completed. No further patient complications were reported and the patient's status was fine.